Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-mar-2025.

Manufacturer narrative:
Device evaluation: the zib6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. It is related to (B)(4) and will capture stent cholangitis. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿cholangitis¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing condition of cancer. As per page 55 and 60 of the pmcf, the cause of the cholangitis was due to chemotherapy received due to the patients pre-existing condition of cancer. The site determined the event to not be related to the study device or procedure. Also, as previously noted, ¿cholangitis¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6) 2016 the patient underwent a stenting procedure where 02 zib6 stents were placed for in the common bile duct for bile duct cancer along with a third non-study stent. There were no adverse events related to the procedure. On (B)(6) 2016 the patient experienced cholangitis. The treatment involved endoscopic intervention of drain and medical treatment of bactrim, amoxicilline and lovenox. On (B)(6) 2016 cholangitis was reported again. Treatment entailed medical treatment of bactrim, amoxicilline and tazocilline. As per medical advisor input, the two reports of cholangitis occurred only 05 days apart. The first cholangitis was unlikely to be healed in 5 days therefore the 02nd cholangitis was related to the first and actually one on-going case of cholangitis. The site determined these events to not be related to the study device and instead related to chemotherapy. Confirmed quantity of (B)(4) used device. Patient death was reported on (B)(6) 2017. The cause of death was due to primary disease progression. As per medical advisor input, the cause of death was due to progression of the patient¿s primary disease.

Event description:
On (B)(6) 2016 date of first implant procedure in common bile duct for bile duct cancer. 2 study stents placed and 1 non-study stent placed. 1x zib6-40-10-40 pre-stent dilatation performed at common bile duct. 1x zib6-40-10-60. No adverse events related to the procedure. (B)(6) 2016 x1 study stent placed zib6-40-10-40 in common bile duct. Placed side by side with another stent. No adverse events related to the procedure. Cholangitis (B)(6) 2016. 88 days post procedure. Endoscopic intervention of drain and medical treatment of bactrim / amoxicilline / lovenox. The site determined the event to not be related to the study device, related to chemotherapy. Cholangitis (B)(6) 2016. 93 days post procedure. Medical treatment of bactrim / amoxicilline / lovenox. The site determined the event to not be related to the study device, related to chemotherapy. (B)(4). Re-current biliary obstructions (B)(6) 2016. 93 days post procedure. Obstruction noted not to be within study stent. Not documented if patient had any signs/symptoms. Treatment endoscopic intervention 3 new drains and medical with tazocilline and amoxicilline bactrim. The site determined the event to not be related to the study device, related to cancer. Re-current biliary obstructions (B)(6) 2016. 107 days post procedure. Obstruction noted to be within study stent. Due to tissue or tumor overgrowth. Not documented if patient had any signs/symptoms. Treatment endoscopic intervention study stent placed. The site determined the event to not be related to the study device, related to cancer. (B)(4). Neoplasm progression (B)(6) 2017. 359 days post procedure. No treatment. The site determined the event to not be related to the study device, related to cancer. This file will capture the cholangitis events. The reinterventions for recurrent biliary obstruction were noted as successful. On (B)(6) 2017, the patient died of primary disease progression.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.